Event description:
It was reported that the packaging was yellowed with a bd syringe s2 2ml 23ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from chinese to english: after opening the shelf carton, it was found the unit package yellowed. Many products were found to have this defect.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301940lot 1803215 to investigate this record. After the evaluation of the returned picture, bd identified the yellowed part of the blister as burnt film, produced during sealing process. This verifies the reported issue. Bd believes that the reported discolored unit package was caused by burnt film of the blister. The burnt film was produced in the sealing dye during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing dye, so during a stoppage of the machine, the film of the blister get burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film do not affect the sealing properties of the primary packaging of the product. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging was yellowed with a bd syringe s2 2ml 23ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: after opening the shelf carton, it was found the unit package yellowed. Many products were found to have this defect.